Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device's event history log was reviewed, which a "high pressure" alarm was found. Visual and functional tests were performed. The root cause of the issue was found to be an anomaly in the downstream occlusion (dso) sensor, and it was replaced to fix the issue.

Event description:
The device was returned due to an alarm that was triggered. The screen display was unclear. The results of the investigation found a "high pressure" alarm in the event history log. The event occurred during infusion at patient's home. There was patient involvement, but no patient harm or adverse event reported.